Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report 32183959-2011-00264. On (B)(6) 2011, an elevate anterior was implanted with sacral spinous fixation to treat symptomatic cystocele, pelvic organ prolapse and vaginal vault prolapse. Additional information received indicates that the patient had persistent minimal vaginal discharge "emanating" from small points of mesh erosion. On (B)(6) 2011 the patient underwent "extirpation of small amounts of eroded mesh" at the 3, 6 and 9 o'clock positions. The mucosa was over-sown in each area. The patient was reported to be doing well.